Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip would not fully deploy off the catheter.

Event description:
Note: this report pertains to the one of two resolution 360 clips that were used in the same procedure. It was reported to boston scientific corporation that two resolution 360 clip devices was used in the colon for defect closure during a colonoscopy procedure performed on january 23, 2024. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip could not detach from the catheter to deploy. Another of the same device was opened and the same problem occurred. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.